Event description:
It was reported the customer had several motor error alarms in their alarm history. Customer's blood glucose was normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.